Manufacturer narrative:
.

Event description:
Additional information received reported the patient was still having concerns with their device or therapy but was working with their manufacturer representative. The patient had an appointment with her health care provider (hcp) on (B)(6) 2013. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient had a change in therapy effect over the pump location. The patient¿s health care provider (hcp) reportedly made ¿changes on the phone¿ and the patient didn¿t know what was going on. It was noted ¿the people at the hospital that fill the pump were having a hard time and I was there from 12:30-3:30 and then they called me back because they didn¿t think they had it programmed right so I went back from 4:30-5:30 and then they said they think they had it right¿. This reportedly occurred on (B)(6) 2013. The patient was concerned because ¿normally they will pull medicine out and put new medicine in, but this time they just put medicine in and didn¿t pull any out¿. The patient was ¿starting to have a really hard time¿ and was scared and worried that either it was the medication or the pump. The ¿patient stated that the doctor changed her medication and the patient thinks this is the problem¿. The patient did not think she was having any withdrawal symptoms but her pain was ¿just so out of control¿. It was also noted the patient had to get out of her house the day prior to the report date but instead she slept until 11:15 a.m. Which was not like her however she had been unable to sleep until 4:00 a.m. It was reported the incision area around the pump was painful as well. The patient¿s case manager had told her that the painfulness around the pump would be addressed by her hcp at an appointment on friday. The patient had been experiencing the pain for ¿about a week and a day¿. It was noted ¿someone at the doctor¿s office¿ told the patient she should see the mental health department but the patient did not want to do that. It was noted the patient¿s hcp didn¿t listen to anything the patient said so she got a case worker however the patient¿s hcp still didn¿t answer her questions. The patient had an appointment scheduled for (B)(6) 2013 to get a second opinion and to see if ¿he will put me on the old health plan¿. The type of medication being delivered via the device system was not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received and it was reported that the patient moved and was unable to find a pump managing physician that would take her insurance so she opted to have the device system explanted because her physician told her that it was not good to leave the pump implanted if it was not being used. The physician removed it ¿pro-bono¿ for the patient. When the physician went in to explant the pump, he found the catheter in the patient¿s spine was broken. The doctor told the patient that he thought he was able to get all of the catheter out. The patient¿s prior managing physician kept dismissing the patient¿s claims that something was wrong. The catheter was never tested by the prior managing physician. Since the explant, the patient had been having health problems/gi problems. The patient was not sure if the left over ¿tubing¿ had anything to do with her current health issues/problems. The patient¿s back between her shoulder blade "freezes"; the patient had never had pain there before. If the patient ate anything, it went right through her or she had severe cramping. The patient felt that her prior pump managing physician was unfamiliar with the pump. The patient had started having issues with her pump in (B)(6) 2013. The physician started to take drug away from the pump and change the dosing when the patient had been doing good with the pump. The patient kept telling the physician that she was in pain, but the physician kept telling the patient that she was fine. The pump was interrogated with the clinician programmer and the reports came back fine. No dye study or x-ray were ever done to check the catheter. The doctor that removed the devices directed the patient back to her primary care physician (pcp) for care management. The patient did not have a specific pcp. The patient had some blood work done and they found some sugar in her blood; ¿she took the test 3 times and then they lost her testing results ¿. The patient was frustrated with her pcp/family doctor¿s office. The patient was trying to find a doctor through her insurance and through her pcp but she was not getting anywhere.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8840, product type: programmer. Supplemental report submitted to correct concomitant product ID.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n280143, implanted: (B)(6) 2011, product type: accessory. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Manufacturer narrative:
Corrected information: conclusion codes no longer applicable.

Event description:
Additional information received reported that the patient started having problems with their back and neck after that surgery. Per the patient the physician did x-rays, an MRI, a CT scan and more x-rays.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient as reportedly had an appointment on (B)(6) 2013 at which time "statements misleading, deceitful and omits pertinent info". It was reported as of (B)(6) 2013 the patient had no pain specialist hcp. The patient had tried calling all hcp's in her area however none accepted her insurance. The patient's previous hcp dropped her because of "my misjudgment yet I still feel she was not forthcoming and feared her treatment and lack thereof". It was reported the patient did not feel narcotic dependent. During the patient's first visit with her previous hcp in (B)(6) 2013, she gave the hcp the current pain treatment plan she had been on. The hcp reportedly handed it back to the patient saying "only no, too much". The patient asked the hcp several visits after if she had a different plan and if so what it was. The hcp reportedly refused to answer or say anything to the patient about it. It was reported when the hcp then started changing medications, often to things the patient had been on before but the side effects were severe and the patient had been taken off them. It was reported after a "few ill side effects" the patient politely asked why the hcp was changing the patient to things she had been on previously that had caused ill effects. The patient again asked for the treatment plan the hcp might have had try to understand. There was no reply from the hcp. The patient then called her health plan and was given a case manager who would meet her for appointments. The case manager reportedly did not get treated nor were questions answer, "no help". On the (B)(6)2013 appointment, it was reported the manufacturer representative noted the patient's file was "lacking" so they called the patient's previous hcp and asked to fax/re-fax copies that had first been faxed in march. It was reported the hcp knew what medications the patient was taking and "soma, trazone" along with others that were stopped, the patient was "not currently on or lowered" it was reported both the case manager and representative told the patient the hcp didn't talk to her, only at her and both said she needed to find a better pain management hcp. The patient reportedly learned the hcp was not knowledgeable with her pain pump. The patient reportedly continued to get sicker, a time frame was not provided, "so I did something self-destructive to myself". It was reported on (B)(6) 2013 the patient missed church three weeks in a row so she self-medicated with a line of meth. The patient's daughter refused to take her to church "feared I might be having a stroke". The patient's daughter called 911 and the patient was taken to the emergency room: "very sick".the patient reportedly had pneumonia, her blood was septic and her pulse was very low "my heart was slowing stopping". The patient was in the hospital on (B)(6) 2013 and got out of the hospital on (B)(6) 2013 but still had a temperature that went from 98.9 degrees to 101.4 degrees. The patient's primary hcp wanted the patient to monitor it because they believed something was still going on. The hcp told the patient if she had a fever consistently over 101 degrees that the patient needed to go back to the emergency room for x-rays. The patient was reportedly "living on the edge. And have never been afraid like I am now". The patient's daughter was reportedly going to try to take the patient to her previous pain specialist but it had been longer than six months. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, indicating that the patient was in so much pain "just getting dressed and all the time." No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter, (B)(4). Product ID 8840, product type: programmer, physician, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-mar-09. It was reported that the pump was removed due to kidney damage (note: this conflicts with the previous report that the patient opted to have the pump taken out because she was unable to find a managing physician that would take her insurance). The patient had been feeling head and neck pain ever since the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had a history of lumbar back pain. The patient reported that an hcp told the patient to remove the pump because the pump should not have been left empty. It was noted that the patient had a history of mid and low back pain. No further complications were reported.